Event description:
Nursing staff found a bd 10ml syringe with discoloration evident through the overwrap. She was about to use it but then gave it to me to examine/evaluate. There is a clear, reddish brown oily substance on the plunger near the black rubber plunger gasket. This material continues in and around the plastic 'disks' which compromise the plunger head, one that backs up the black gasket/stopper and the other spaced out about 1/4 inch distal from the back of the black rubber. There is none of this material on the outside of the barrel except where it's contiguous to the original position of the plunger rubber and just distal to that point - all on the inner surface. Nothing was noted proximal, toward the luer connecting point. There is nothing on the inside or outside of the sterility overwrap. This looks to be machine grease or oil from the plastics forming tools/forms for the plunger plastic or excessive or defective or degraded lubricant for the black rubber plunger stopper. Lot #1003412 09 bd 10ml syringe (B)(4).